Event description:
They tested at 491 mg/dl on the device and an hour later tested at 90mg/dl on the doctor's device. She retested on her device immediately and received a result of 206 mg/dl. No treatment received. No quality controls were used. Requested of suspect device and replacement was sent.